Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt). Technical services (ts) reviewed the reports and suggested reprogramming. The device remains in use. No additional adverse patient effects were reported.